Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was noted that during the cleaning of the instrument jaws with gauze, and while outside of the patient, one of the harmonic ace instrument jaws broke. The procedure was completed with no reported injury.